Event description:
The pt's family member reports the pt is experiencing (undefined) symptoms of overdose/underdose and withdrawal. The pt has been to the emergency room but was unable to get assistance. Additional information has been requested from the hcp but was not available at the time of this report.